Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted: (B)(6) 2012; 6945-65 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a known out of range impedance most likely from generator change that is causing the device to tone. Reprogramming occurred. The lead remains in use. No patient complications have been reported as a result of this event.